Event description:
It was reported that the customer had issues with the insulin pump's keypad. The numbers were ramping up or down with no input from the customer. The customer's blood glucose level was 125 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, stained address and serial number label and a stained end cap sticker.